Event description:
The complaint received states that during placement, the micrusphere 10 platinum microcoil 4 mm x 7.5 cm (sph10040020 / c17068) stretched. During the embolization of intracranial aneurysm, the surgeon noted the coil had stretched during adjustment. Changed another one to complete. No adverse event occurred. No patient or vessel code information provided.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
Complaint conclusion: the complaint received states that during placement, the micrusphere 10 platinum microcoil 4 mm x 7.5 cm (sph10040020 / c17068) stretched. During the embolization of intracranial aneurysm, the surgeon noted the coil had stretched during adjustment. The procedure was completed with another product. No adverse event occurred. Multiple attempts to obtain additional information were unsuccessful the coil was returned stretched. The coil was found to have been inserted into the hoop unsheathed and unprotected which would have produced additional coil damage. Located 12.0 centimeters off the distal tip of the green introducer is mechanical sheath damage that opened up the skive. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. A section of the damaged v notch has been raised above the surface plane. The locking mechanism has compression and stretching damage. The most likely contributing factor to the coil stretching during repositioning inside the aneurysm may have occurred when the coil became temporarily anchored by the coils already dwelling inside the aneurysm, on itself, or on the distal tip of the microcatheter. The anchored coil could stretch when it is retracted for positioning. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the echelon 10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Concerning the core wire and the coils protrusion outside the sheath (which may have also produced additional coil damage) there are three contributing factors that may have caused this. These contributing factors may have acted in tandem or separately with each produced similar results. The primary contributing factor to the coil protrusion outside the sheath may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism may have caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath may have caught the v notches extended edges. This would produce a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action would produce significant resistance which could cause the core wire to protrude outside the sheath and for possible additional coil damage. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown diagrammatically¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the second contributing factor to the core wire and coils protrusion outside the sheath may have occurred when the resheathing tool was advanced over the proximal end of the green introducer. When the resheathing tool is retracted over this section it can produce mechanical sheath damage which can opened up the skive. This would have allowed the core wire and coil to protrude outside the sheath. In this condition advancing or resheathing the coil cannot be performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends,¿ using the thumb and forefinger of your other hand, grasp the introducer tip, slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ the third contributing factor may have occurred if the coil was being resheathed in a manner different than the one outlined by the IFU. If this did occur then for optimum product performance and to prevent potential complications, the IFU recommends, ¿when necessary, the codman microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the rhv. Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath, replace the introducer tip back inside the rhv. Tighten the rhv. With your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the rhv and remove the introducer. Fig. 6: pulling back the dpu wire hub connector¿¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Coil stretching was confirmed based on the condition of the returned device. The root cause cannot be conclusively determine; however, handling/procedural factors addressed in the IFU may have contributed to the failure. There is no evidence that the event was related to a design or manufacturing issue, therefore, no corrective actions will be taken.